Event description:
It was reported that bd discardit syringe s2 case label was incorrect. The following information was provided by the initial reporter: discardit 10ml 301001 -out side the case sticker is wrong with 21*1/2 descrption

Manufacturer narrative:
(B)(6) h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. The picture sample displayed an issue with the package label information. A device history record review was completed for provided material number 301001 and lot number 2311512. The review did identify a non-conformance related to this incident during the production process. A quality notification (qn) was generated for the defect. The output of the qn was segregation and relabeling of the affected boxes. It is concluded that an error in the re-labeling process may have occurred and that is why the affected box was received by the customer without the new label. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.